Event description:
Our (B)(4) manager in (B)(4) was contacted by a vns implanting surgeon reporting the following. A vns pt went in for a routine battery change procedure. The pts parameter showed a couple of weeks ago to the doctor a near eos so he decided to prevent the eos and replace the battery. The procedure was scheduled for (B)(6) 2011. The impedance was not checked 1 month prior the replacement procedure but was showing high impedance with the old generator in the operating room (after anesthesia) on (B)(6), the neurosurgeon decided to go on with replacing the battery. The generator test (on the new device) was performed successfully. No x-ray was taken prior the replacement procedure. During the replacement procedure when placing the new generator, the doctors figured out that impedance was still high and dcdc converter equal to 7. All troubleshooting steps were done to check the connectivity (at the level of the battery pocket). Eventually, a new battery was placed. It was decided to do an x-ray which will be provided to the MFR for review to explore the high impedance cause. Revision surgery is likely but not planned at this time. Good faith attempts are underway for further details about the reported event.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.